Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparation for hemodynamic monitoring, the device was found to be leaking from the blood sampling port. A new unit was used to complete the procedure with no patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.